Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator had untimely ignitions that occurred during sedation for a therapeutic bladder resection, leading to the procedure being cancelled and needing to be rescheduled. In addition, this increased the length of the hospital stay, and the patient was currently awaiting conditions for rescheduling.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the subject device was not returned for evaluation and the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.